Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fg094r - sypert spinal impactor 4x10mm 290mm. According to the complaint description, there was a breakage of the impactor. During the use of the impactor by the surgeon in the procedure - thoracic discectomy( 80.51), posterior thoracolumbar spine fusion,(81.05) a breakage occured in the impactor, which led to a division of the instrument to two parts. There was temporary impairment. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information/correction: b2 - other serious. H6 - codes. Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based on the investigation results, a CAPA is not necessary.